Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the battery voltage of the implantable cardioverter defibrillator (ICD) had been at or below recommended replacement time (rrt) for approximately 3 months but the alert had not triggered. The device remains in use. No patient complications have been reported as a result of this event.